Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one ultraverse 035 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was flushed and an in-house guidewire was advanced from distal tip to the hub without any issue. The in-house sheath was flushed and the sample was attempted to be inserted but it was unsuccessful and an attempt was made to inflate the balloon using an in-house presto inflation device, it also unsuccessful. On further the catheter was cut and the dried contrast medium was noted within the inner inflation lumen under the microscopic observation. No evidence was noted for the detachment on the device returned for the evaluation. No other functional testing was performed. The investigation for the reported deflation issue was inconclusive as the functional testing was not performed due to the contrast medium noted to be dried inside the inflation lumen of the returned device. The investigation for the reported difficult to remove was inconclusive as the problem cannot be replicated in the lab. The investigation for the reported detachment of shaft was unconfirmed as there is no evidence for the detachment on the device returned for the evaluation. The investigation for the identified difficulty inserting through the sheath was confirmed as the balloon was unable to be inserted into the sheath during the functional testing. A definitive root cause for the reported deflation issue, difficult to remove and detachment of device and the identified difficulty inserting through the sheath could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that balloon was not passing smoothly through the sheath and had difficulty in removing from the sheath. Reportedly physician removed the balloon causing a separation of sheath from hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that balloon was not passing smoothly through the sheath and had difficult to remove form the sheath. Reportedly physician removed the balloon causing a separation of sheath from hub. There was no reported patient injury.